Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 212 mg/dl and 278 mg/dl on the inform system followed by a lab result of 110 mg/dl, all within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device, replacement was sent.